Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, the lead exhibited high, out of range pacing lead impedance. The lead was replaced with no further problem. There were no adverse consequences to the patient.